Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system extraction due to infection, externalized conductors were observed under fluoroscopy. The lead was explanted. The patient is doing well.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.0-15.5cm from the distal tip. The rv conductor etfe coating was abraded at this location.